Event description:
Patient called to report left side exchange due to patient¿s concerns with the product and deflation. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.

Event description:
Previous medwatch submission noted patient reported left side deflation. Healthcare professional subsequently confirmed that the device was not deflated. Device has been explanted and replaced.